Event description:
It was reported that while using bd viper¿ lt system the robot moved while the door was open. There was no report of impact. The following information was provided by the initial reporter: "on the left side, the hood is unhooked from the rails, they are still available and the device is currently running, but it is now open at the top left".

Manufacturer narrative:
(B)(6). Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.

Manufacturer narrative:
This MDR was submitted in error and should be considered cancelled. The original MDR was submitted for the robot arm moving while the door was open. A follow-up from the customer stated, "the door was all the time closed during the robot operations with the safety latch closed. The left door slides where defect but the safety latches where not affected." This is a workflow error and not a reportable event.

Event description:
It was reported that while using bd viper¿ lt system the robot moved while the door was open. There was no report of impact. The following information was provided by the initial reporter: "on the left side, the hood is unhooked from the rails, they are still available and the device is currently running, but it is now open at the top left."